Event description:
--

Event description:
Boston scientific received information in (B)(4) 2007 that this patient, with this implantable cardioverter defibrillator (ICD) device, contacted boston scientific's technical services to report that this device as included within the population of a recent field advisory and required monthly device follow-up. No adverse patient effects were reported. The patient also inquired about the (B)(6) program. Subsequently, boston scientific received information that this device was electively explanted and replaced in (B)(6) 2013. The device was received at boston scientific's return products department.

Manufacturer narrative:
The device casing was removed and internal electrical measurements verified that the actual current draw was normal and therapy was available while implanted. Pacing, sensing, and shocking functions were verified through manual testing. The recorded pacing and shock impedance values were within normal limits. It was concluded that this device performed normally throughout laboratory testing.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity, however, the current draw may be excessive. The device is currently undergoing detailed analysis to determine root cause.